Event description:
During repair of a vaginal wall prolapse, dr. (B)(6) reported that the capio suture capturing devices was emitting a clicking sound while it was being loaded. The physician elected not to use this device and opened/used another without incident. No harm to the pt.